Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
It was reported that bare wires were observed on the monopolar return electrode cable during a procedure. The procedure was completed successfully, with no patient or user injuries and no adverse consequences.

Manufacturer narrative:
The device was evaluated and the reported event was confirmed. The root cause was determined to be due to the cable pulling out of the connector and exposing copper wires which can occur due to a connector failure. The device was repaired at the user facility.

Event description:
It was reported that bare wires were observed on the monopolar return electrode cable during a procedure. The procedure was completed successfully, with no patient or user injuries and no adverse consequences.